Event description:
Circumcision clamp placed in usual fashion. After adjustment of initial positioning, foreskin removal was initiated. Procedure halted immediately when clamp was felt to slip during procedure. Laceration into the glans of the penis occurred. Clamp was removed & the procedure was aborted. Pt required suturing.